Manufacturer narrative:
Neuronetics attempted to contact the patient who reported the medwatch by telephone, email, and certified letter. The patient did not respond to any communication to confirm details of his treatment. Neurostar practices located within the patient's vicinity were contacted. None confirmed treating the patient. Therefore, it cannot be confirmed that a neurostar device was used to treat the patient. Furthermore without information from the patient and/or provider important data related to comorbidities and concomitant medication was unavailable to fully investigate the event.

Event description:
Neuronetics received a patient reported medwatch (mw5111931) alleging a diagnosis of traumatic brain injury after completing 20 tms treatment sessions.